Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017.

Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on june 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that on the patient experienced extrusion of the electrode array on (B)(6) 2017 and infection at implant site, however the issue could not be resolved. Explantation is planned but has not taken place as of the date of this report.